Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "the nominal pressure for this device is 6 atm and the rated burst pressure is 12 atm." (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the flextome¿ had difficulty crossing the lesion due to the calcification. After some time, the physician was able to advance the balloon through the lesion. First and second dilation was then performed at 10atm and 12atm. Furthermore, it was noted that the balloon ruptured during the third dilation at 14atm. The procedure was completed with another device. No patient complications were reported.